Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed, and a leak was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml exactamix eva (ethylene vinyl acetate) bag was leaking from the port. The leak was observed while compounding filling prior to being sent to the patient for use. There was no patient involvement. No additional information is available.